Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose of 500 mg/dl. The customer's mother stated that she believes the event is the result of stress caused by the family moving to a new residence. The customer's mother also stated that the customer uses a silhouette infusion set. Nothing further was reported.